Event description:
The caller stated she received a report of a cuff leak. She stated this item was placed in the patient yesterday morning. The item was pretested. Last night they noticed that the cuff was leaking. The item was removed and replaced and there was no patient harm noted.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.